Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. There are numerous shaft kinks. Microscopic examination revealed that the balloon has a pinhole 11cm from the proximal markerband. There is no indication the device was inflated over rated burst pressure. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery (sfa). After a non-bsc guide wire crossed the lesion, a 4.0mm x 150mm x 150cm coyote¿ balloon catheter was advanced for pre-dilatation. The balloon was initially inflated at 10 atmospheres; however, during the second inflation at 13 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery (sfa). After a non-bsc guide wire crossed the lesion, a 4.0mm x 150mm x 150cm coyote balloon catheter was advanced for pre-dilatation. The balloon was initially inflated at 10 atmospheres; however, during the second inflation at 13 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.